Event description:
The patient's preoperative exam revealed there was no diastasis of the rectus abdominis. The preoperative symptoms associated with the hernia were swelling of the bulge over time, bulge was reducible with gentle pressure, bulge increased with abdominal pressure (e.g., coughing, lifting, pushing), and abdominal pain or discomfort. There was no previous material in the study hernia. This de novo, umbilical, midline, incisional hernia was easily reducible. The hernia had a 1 cm length and width. On (B)(6) 2014, dr (B)(6) laparoscopically implanted a c-hyb-15d device in a clean wound at the intended location and secured it in place. The lone device covered the hernia with a least 4-5 cm of healthy tissue overlap on all sides and was not trimmed. There were no lateral relaxing incisions and no component separation. There was no peritoneum closure, and primary fascial closure was not achieved. No closed suction drain was placed either in contact with the device or subcutaneously. The following were noted to be very easy understanding/clarity of the instructions in the IFU, ease of device use/handling, and ease of device delivery to the implantation site. The following were noted to be easy via laparoscopic implantation: ease of identification of the visceral (smooth side) and peritoneal side (textured) of the device once inside the body, and ease of device delivery through the trocar. The trocar was 10 mm. The visualization of the polypropylene to allow suturing through the polypropylene mesh was also noted to be easy. No additional procedures were performed. On (B)(6) 2014 (one day post-procedure), the patient was discharged from the hospital. On (B)(6) 2014 (three days post-procedure), the patient presented to the emergency room with nausea, vomiting, and no bowel movement for three days. The patient was kept as an outpatient for ileus and dehydration. On (B)(6) 2014 (four days post-procedure), the patient was admitted to the hospital for a possible bowel obstruction. On (B)(6) 2014 (six days post-procedure), the patient underwent surgery, lysis of adhesion between the bowel and the right side of the mesh. On (B)(6) 2014 (seven days post-procedure), communication from the surgeon indicated that upon reoperation there was no displacement or tearing of the mesh. There was a small bowel obstruction which was an adhesion between the involved loop of bowel an the right side of the mesh. This was able to be lysed without complication, and the obstruction resolved laparoscopically. The areas of bowel that were touching the mesh did have a more inflammatory response than the surrounding bowel. The mesh was not removed. Due to the findings from this reoperation, the surgeon felt this was a probable reaction to the mesh that led to the bowel obstruction. The device did not malfunction or deteriorate in characteristics or performance.

Manufacturer narrative:
Conclusions: root cause, investigation - evaluation: investigation into this feedback included: a review of the feedback details, a review of the device history records which indicated the product was manufactured to specifications, and review of the hybrid graft IFU fp0078-01c. Summary of investigation findings: the implanting surgeon indicated the root cause of the patient's bowel obstruction was a probable inflammatory reaction to the mesh. The hybrid graft IFU fp0078-01c notes that "possible adverse reactions with the use of any prosthesis may include, but are not limited to... Inflammation, allergic reaction, adhesion..." Although the implanting surgeon indicated that a probable inflammatory reaction to the mesh contributed to the course of events, many factors can influence and contribute to adhesion formation. Such factors include, but are not limited to a patient's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, history of prior surgeries, and excessive handling of viscera.